Event description:
It was reported in a hospital implant registration form that the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was explanted. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".